Manufacturer narrative:
Additional information was added: PMA/510k # correction: k071222 (previously na). The lot was manufactured from january 2, 2019 - january 3, 2019. The actual device was received for evaluation. A visual inspection was performed using and found fluid inside the bag that contained the sample. Functional testing was performed by filling the device with green colored water. After fill, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was identified at the hospital prior to patient use. The device was filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.